Event description:
Per the surgeon's report, this patient's device was implanted incorrectly into the modiolus. The cochleostomy reportedly was in the wrong position. The surgeon explanted the device in 2006 and implanted a new device the same day. The patient is doing well with the new implant.

Manufacturer narrative:
This type of event is addressed in the device labeling.